Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they were trying to replace the reservoir; they noticed that when they twisted and pull the reservoir a piece of the reservoir came off. The customer's blood glucose level was 191 mg/dl at the time of the incident. The reservoir lip ring was damaged and the reservoir was not able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.